Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his site was not fastening in good at the quick release and it got detached from the site while he was changing his set. Further, the tubing was not hooking into where he was getting insulin, so he was not able to get any insulin for two days. On (B)(6) 2019, the infusion was changed, and the patient tried 3 times and it detached from the site all three times, so the infusion had been used for less than a day. The site location was his abdomen and the pump was attached to belt on same side as set. The infusions were stored in a closet on top shelf in his home. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Reportedly, he had difficulty in breathing (shortness of breath), woozy and was not alert, and his blood glucose level was 1000 mg/dl (at the time of incident). No further information available.